Manufacturer narrative:
Products below were explanted in the surgical intervention described in event description. Product ID: neu_stimloc_acc, lot# unknown, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: accessory; product ID: 3389-40, lot# va1vvwm, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Added method code, as the ins is still implanted. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The lead and burr hole cover were replaced during the revision. The burr hole cover was not functioning correctly, which might have led to lead displacement as the lead could be moved after opening the skin and without opening/removing the burr hole cover. The low impedance was resolved after reconnecting the extension to the device.

Manufacturer narrative:
Concomitant medical products: product ID: 3708695, serial#: (B)(4), implanted: (B)(6) 2019, product type: extension. Product ID: 3708695, serial#: (B)(4), implanted: (B)(6) 2019, product type: extension. Product ID: 3389-28, lot#: va1vlpv, implanted: (B)(6) 2019, product type: lead. Product ID: 3389-40, lot#: va1vvwm, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. There was a low impedance of 2 ohms between contacts 8 and 9. All individual contacts had good impedance. The patient had recently undergone dbs surgery and wasn't receiving therapy at this time, so there were no symptoms associated with the issue. The low impedances were observed during first follow-up. No significant factors had been identified that could have caused this. It was noted the patient would probably undergo revision surgery in the near future to resolve the event. Surgical revision was planned, but had not been scheduled. No further patient complications were reported as a result of this event.